Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck in lesion and catheter removal difficulty occurred. The target lesions were located in left anterior descending (lad) artery. During the procedure, an atlantis¿ sr pro imaging catheter was used to view the lesion. During a non-st-elevation myocardial infarction (nstemi) heart catheterization, the atlantis¿ sr pro imaging catheter malfunctioned and pulled the stent back on itself. The catheter was unable to be removed from the patient's lad coronary artery. The patient had a serious injury complications reported.